Event description:
It was reported that the right atrial (ra) lead had high chronic pacing thresholds. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965 implantable tachy lead, implanted: (B)(6) 2005; 5076-52 lead, (B)(6) 2005. (B)(4).